Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: follow up 2 was inadvertently submitted and was not necessary. Information for follow up report 2 was previously reported on time on follow up report 1. There was no new or corrected data reported on follow up 2. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: (B)(6), selected flow: device interaction/functional. Visual inspection: visual inspection showed that the locking screw inside the end cap is not in the original position ¿ it is too deep inside. Apart from that the implant shows signs of use the anodized layer is partially worn away at the sleeve as well at the tip blade's. Functional test: the locking screw was screwed back into original position with a standard hex-wrench. The function test at zuchwil customer quality was conducted with a demo impactor with the result that the blade could be locked/ unlocked as per design intended. The complained malfunction of "could not locked the blade" could not be replicated. It was possible to attach the blade to the impactor without any issues and the tip of the pfna blade did rotate freely after attaching as required. Also the blade was locked as required after the impactor was removed. Summary the returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the locking screw is too deep inside the end cap of the blade and therefore the blade could not be locked. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required with an impactor 356.823 (sample). The review of the device history record revealed that this implant was manufactured in june 2019. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection: / drawing/specification review:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.027.035s, lot: 5l09405, manufacturing site: bettlach, release to warehouse date: jun 26, 2019, expiry date: jun. 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation site: cq zuchwil. Selected flow: device interaction/functional. Visual inspection: visual inspection showed that the locking screw inside the end cap is not in the original position ¿ it is too deep inside. Apart from that the implant shows signs of use the anodized layer is partially worn away at the sleeve as well at the tip blade's. Functional test: the locking screw was screwed back into original position with a standard hex-wrench. The function test at zuchwil customer quality was conducted with a demo impactor with the result that the blade could be locked/ unlocked as per design intended. The complained malfunction of "could not locked the blade" could not be replicated. It was possible to attach the blade to the impactor without any issues and the tip of the pfna blade did rotate freely after attaching as required. Also the blade was locked as required after the impactor was removed. Summary the returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the locking screw is too deep inside the end cap of the blade and therefore the blade could not be locked. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required with an impactor 356.823 (sample). The review of the device history record revealed that this implant was manufactured in june 2019. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection: / drawing/specification review:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.027.035s. Lot: 5l09405. Manufacturing site: bettlach. Release to warehouse date: jun 26, 2019. Expiry date: jun 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a pfna operation surgeon noticed that pfna blade does not lock. At the same time, it was found that there was the crack in pfna blade inserter. They changed the blade and inserter everything went as it should. Outcome of the surgery unknown. This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).